Manufacturer narrative:
The sample is indicated as returned to argon for investigation. A follow-up report will be submitted upon investigation completion.

Event description:
Upon PICC rounds lipids leaking under the dressing. Dressing was taken off and PICC line was leaking at the plastic end of the PICC line, appears to be cracked. PICC line had to be removed, and patient has no other options for a PICC line to be placed without interventional radiology which is not available on the weekend (all veins in every other extremity blown). Scalp piv placed but patient cannot receive central nutrition.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened catheter was returned for review. Visual inspection confirmed a crack in the luer that would result in leakage. Several complaints for this part number have previously been received regarding a cracked hub resulting in leakage, and CAPA 2021-039 was initiated to address this issue. The CAPA is currently in the implementation phase and will evaluate the corrective action implementation for effectiveness to prevent a recurrence of this issue.

Event description:
Upon PICC rounds lipids leaking under the dressing. Dressing was taken off and PICC line was leaking at the plastic end of the PICC line, appears to be cracked. PICC line had to be removed, and patient has no other options for a PICC line to be placed without interventional radiology which is not available on the weekend (all veins in every other extremity blown). Scalp piv placed but patient cannot receive central nutrition.